Event description:
A home pt contacted baxter's tech service center regarding the system error 2240 message that appeared on the display of home pt's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected a supply bag from the supply line of the homechoice set during therapy while leaving the clamp on the supply line open. Baxter's tech service center assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.